Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was simethicone. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope did not relay an image to the monitor. The customer stated the issue was detected during preparation before use with patient. The customer reported the patient procedure was completed with similar device. No patient injury reported. During testing and inspection of the returned device, the nozzle was clogged with white foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. The reported issue was confirmed; the device did not relay an image. In addition, foreign material was identified in the air/water nozzle. Examination of the device showed the light cover glass was chipped; the adhesive on the light cover glass and optical glass were worn; the distal end adhesive was worn; the scope connector showed signs of fluid ingression; the down angle, left angle and right angle positions were out of specifications; the up, down, right and left angle dials had excess play and the device did not pass electrical safety testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.